Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker had an infection with erosion. Reportedly, the infected pacemaker was exposed. The physician planned to explant the device and place the patient under intravenous medication. As of this time, the device remains in service. No additional adverse patient effects were reported.